Event description:
Customer reported rh discrepancy on the galileo when testing a patient sample.

Manufacturer narrative:
The galileo operator's manual contains a limitiation that the galileo does not differentiate mixed field reactions.